Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.75mm, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75 x 16mm promus element stent was advanced for treatment. However, during the procedure, it was noticed that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts bunched distally and overlapping. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16x2.75mm, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75 x 16mm promus element stent was advanced for treatment. However, during the procedure, it was noticed that the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.